Event description:
During the verification phase of product development at the manufacturer, stress testing uncovered the fact that key images created from image data sets that are not calibrated covert the uncalibrated image scale, reported in pixels, to an image scale reported in centimeters. The scale takes the uncalibrated image scale, in pixels, and divides it by ten, and reports the key image with that scale in centimeters. Upon further investigation, it was discovered that this scenario is present in the production versions of product as well.